Event description:
It was reported that md inserted sheath into pt. Iab was prepped per instruction & removed from tray. As soon as iab was removed from tray, it began to unwrap. Md inserted iab into sheath & iab became "stuck" in sheath. As a result, md removed sheath with iab as one unit. Md requested a third iab-05840-lws & inserted it without incident. Refer to medwatch 1219856-2007-00235 for first incident involving same pt.

Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes available.